Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed and was determined to be use-related. One 4 fr groshong nxt clearvue catheter was returned for evaluation. An initial visual observation revealed a circumferentially aligned split just distal to the 30 cm depth marker. Use residue was observed on the device. A functional test of flushing the catheter using a 12 ml syringe of water was performed. A leak was observed distal to the 30 cm depth marker. A microscopic observation revealed a split where the leak was observed. The edges of the split were observed to be rounded and polished, and the fracture surfaces were observed to be rough and uneven. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue may occur due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack in the catheter. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that a patient had a PICC catheter inserted in (B)(6). Four months later, the catheter fractured internally 3 cm from the insertion site, causing drug extravasation. No further details available or provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Additional information provided 01/21: the patient required treatment for extravasation, which caused damage to the patient, and a new PICC catheter was placed. Extravasation medication remains to be further confirmed to understand.